Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was a hospitalization due to high blood glucose, extreme thirst, and headache. The blood glucose reading was 654 mg/dl. The customer was treated with 21 units of insulin via manual injection. The customer was not wearing the insulin pump at admittance and had been off for 2 - 3 hours prior. The customer was in contact with a health care professional and instructed to monitor blood glucose until it gets under 300 mg/dl.